Manufacturer narrative:
Eval results: (death).

Event description:
Two endeavor drug-eluting stents, 2.5x30mm and 3.0x15mm (MFR report# 2953200-2008-01159), were implanted in the mid lad (overlapping). The pt was hospitalized for three days post stent implant due to increasing dyspone based on atrial fibrillation. Pt was asymptomatic/free of symptoms at the 30-day follow-up and at 5 months follow-up stages. It was reported that the pt died approx 5 months post stent implant. Autopsy report is not available. Investigator has not assessed the relationship of the event to the endeavor drug-eluting stent.